Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the (wife) reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca). The reporter detailed that the alleged issue first began on (B)(6) 2017, 8:39 am. The reporter stated than on an unspecified date and time the patient obtained an alleged glucose result of 136 mg/dl on the subject meter compared to 114 mg/dl on the laboratory device. Based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for precision. The reporter denied that the patient takes any medication to manage his diabetes and reported that on (B)(6) 2017 2:30 pm the patient exercised in response to the alleged product issue. The reporter stated that on (B)(6) 2017, 9:00 am the patient developed symptoms of ¿sweaty, and felt exhausted¿. The reporter detailed the patient attended ER, however did not receive any medication. The reporter stated that the patient self-treated with food ¿ate a piece of a sandwich¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The reporter confirmed that the test strip vial was not cracked or broken and the test strips were stored correctly and within expiry date. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.